Event description:
It was reported that this pacemaker device went from over a year remaining longevity to end of life (eol) in a short period of time. Additional information obtained from the field which indicated that a recent programming changed that may have resulted in accelerated battery depletion. The pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of this device was performed. Analysis showed that the normal device operation and meets device longevity. Laboratory analysis did not confirm reported allegation.

Event description:
It was reported that this pacemaker device went from over a year remaining longevity to end of life (eol) in a short period of time. Additional information obtained from the field which indicated that a recent programming changed that may have resulted in accelerated battery depletion. The pacemaker device was explanted. No additional adverse patient effects were reported.